Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The distal tip of the complained screwdriver is worn out and slightly twisted. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Due the worn-out / damaged tip the complaint condition is rated as confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. Excessive force, not fully seating the screwdriver tip or normal wear and tear could lead to the complained issue. In general, we would like to draw your attention on page 4 in the leaflet- end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part number: 03.010.362. Lot number: l871774 . Manufacturing site: hägendorf. Release to warehouse date: 24. July 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent removal of a femoral neck system (fns). At the beginning of the procedure, the surgeon used a stardrive screwdriver to remove a locking screw but could not turn the screw. The surgeon confirmed that no callus was in the screw head. The surgeon covered the screwdriver handle with a gauze, but still could not turn the screw. The surgeon lowered the surgical bed and used a foot stool in order to apply a stronger force, but still could not turn the screw. Another screwdriver had to be used to turn the screw. Surgery was completed successfully with a delay of less than thirty 30 minutes. The surgeon performed no extra incision and procedure, and he confirmed that no fragment remained in the body. Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: unknown). This report is for a stardrive screwdriver. This is report 1 of 1 for (B)(4).